Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 21-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on (B)(6) 2019 regarding a patient receiving fentanyl (50 00mcg/ml at 750.5mcg/day), ketamine (15mg/ml at 2.251mg/day), and bupivacaine (20mg/ml at 3mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was noted that the patient had a personal therapy manager (ptm) with a dose restriction interval (dri) of 4/24. For the ptm it was noted that fentanyl was "25mcg." It was reported that the patient experienced a return in symptoms sometime this year (relative to the date of report). The patient was unable to provide the specific date. Per the healthcare provider (hcp), they were unable to aspirate from the catheter access port (cap) in office on (B)(6) 2019. On (B)(6) 2019, the patient had the catheter replaced during a prophylactic pump replacement. During the procedure, the hcp noted an occlusion at the spinal segment of the explanted catheter. The issue was considered resolved at the time of report. The patient's status was alive - no injury and no further complications were reported or anticipated.